Event description:
During surgery, the pt's lens was injected and as the lens began to unfold, it was noticed that the trailing haptic was severed. The surgeon then removed the damaged lens and implanted a new one.